Event description:
Used abbott freestyle libre 3 plus sensor, sn not part of recalled products. Experiences constant low blood glucose warnings and overcompensated carbohydrate consumption to correct. Currently 8 months pregnant with gestational diabetes. When using accuchek glucose monitor, readings were 30-35 mg/dl higher than abbott freestyle libre 3 plus readings. Abbott freestyle showed that my blood glucose was 53 mg/dl at the time of this test.